Event description:
It was reported the patient experienced inadequate stimulation with their cervical scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005121.

Manufacturer narrative:
This lead is no longer reportable.

Event description:
Additional information received indicates that no surgical intervention took place for this lead. Patient's other lead was explanted. Therefore, this is no longer reportable.